Manufacturer narrative:
Additional information was received that the subject had brought the intensity of the stimulation to the original level and there had been no repeat of the adverse event.

Event description:
A report was received that the patient experienced mild heart palpitations when stimulation was on. The patient was also having an anxiety with the device. Electrocardiogram (EKG) was done and the results were normal. The patient was advised to decreased the intensity on the stimulator and the event was resolved. It was reported that the event was related to the study device system.

Event description:
A report was received that the patient experienced mild heart palpitations when stimulation was on. The patient was also having an anxiety with the device. Electrocardiogram (EKG) was done and the results were normal. The patient was advised to decreased the intensity on the stimulator and the event was resolved. It was reported that the event was related to the study device system.